Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced an infection at the implant site, with fever and redness at the site. A blood test was performed to confirm the infection. The physician indicated that the implantable material and the open procedure contributed to the infection risk. An urgent surgical procedure was performed in which the device was explanted. The infection was treated with medications. There were no further patient complications.